Event description:
An impella 5.5 device was inserted via the right axillary artery in a 68-year-old female who presented with cardiomyopathy complicated by cardiogenic shock. The patient required extracorporeal membrane oxygenation support, inotropic therapy, vasopressors, and mechanical respiratory support. The patient was classified as scai stage d. During support with the impella 5.5 device, the patient developed new-onset left-sided weakness. Computed tomography of the head demonstrated an encapsulated intracranial hemorrhage. Magnetic resonance imaging of the brain could not be completed at that time. Systemic anticoagulation was held, and a plan was made to repeat head CT imaging. The patient experienced a neurologic event consistent with stroke during impella 5.5 support. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the neurologic event. The stroke and intracranial hemorrhage were more likely attributable to the patient¿s critical illness, cardiogenic shock, need for extracorporeal membrane oxygenation, anticoagulation exposure, and underlying comorbidities. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received that product was discarded. Correction : section d4 was corrected as it was inadvertently reported incorrect in the initial report.

Manufacturer narrative:
Investigation summary stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.